Event description:
Patient had mobility. Patient felt like bone was coming out and pulled it out, dr has not seen patient yet due to patient being out of town. Placed 12 years ago. This was completely unexpected, all factors seemed to be optimal for success. Patient had fair hygiene around implant.